Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude-style temp sensing foley was slipped right out while securing the foley at the base of the penis to clean down the tube. Also another issue, stated that the coude-style temp sensing foley was leaking out of the temp probe port and then slipped out of the patient with the balloon deflated. Per follow up information received on 19nov2020, stated that there was no adverse impact to patients or reported events other than catheters were replaced in both situations and both catheters had documentation of 10 mls (cc's) of fluid upon insertion. Also stated that both had deflated catheter balloons upon removal.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. The product had caused the reported failure. A red , 3 way temperature sensing foley catheter was returned opened without original packaging. The catheter was attempted to be inflated with 10 ccs of di water using a luer lock syringe. The water began to leak from the temperature sensing port. A lumen to lumen leak was the cause of the deflation issue. The product did not meet specification, as it would fail the functional leak testing. Destructive testing was done in an attempt to isolate the cause of the leak. The drainage lumen was cut longitudinally from the funnel toward the tip end. A hole in the in the rubber of the thermistor lumen was noted. This did not meet the specification "verify that the wall of the lumen has not been punctured." A potential root cause for this failure could be ¿rough handling (operator error)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required because the reported event was confirmed manufacturing related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the coude-style temp sensing foley was slipped right out while securing the foley at the base of the penis to clean down the tube. Also another issue, stated that the coude-style temp sensing foley was leaking out of the temp probe port and then slipped out of the patient with the balloon deflated. Per follow up information received on (B)(6) 2020, stated that there was no adverse impact to patients or reported events other than catheters were replaced in both situations and both catheters had documentation of 10 mls (cc's) of fluid upon insertion. Also stated that both had deflated catheter balloons upon removal.